Event description:
Patient's family member called lfs and alleged that their meter was reading inaccurately high. The patient obtained a result of 400mg/dl. They tested another meter and obtained a result of 218mg/dl. It is not clear if this result was taken at the hospital. The patient did not report any symptoms at the time of testing. They did state that they were taken to the hospital and received intravenous treatment. It is not known if the treatment was for high or low blood sugar. However, there is no evidence of this meter issue contributing to a serious injury. The meter is being replaced for the patient. Medical affairs attempted unsuccessfully to reach the patient by phone for more clinical information regarding the hospital visit. A letter is being sent to the patient as a second attempt.